Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2022 and mesh was implanted. On (B)(6) 2022, the patient experienced pelvic pain and post operative infection and received unspecified drug therapy. As of (B)(6) 2022, the infection has recovered/resolved without sequelae. As of (B)(6) 2022, the pelvic pain has recovered/resolved without sequelae. The pelvic pain was reported to have a causal relationship with both the study device and procedure. The infection was reported to have a causal relationship with the study procedure, but not related to the study device. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Please describe the drug therapy given for pain management including medication name and results. Please describe the patient manifestations of the reported operative infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Please describe any medical intervention given for the infection including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Country of event? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: pelvic pain. Start date: (B)(6) 2022. Updated: end date: (B)(6) 2022.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age 47, gender- female , weight 69 kg, bmi at the time of index procedure 24.74 name of index surgical procedure? Tvt-exact the diagnosis and indication for the index surgical procedure? Sui were any concomitant procedures performed? No other relevant patient history/concomitant medications? No please describe the drug therapy given for pain management including medication name and results. Paracetamol 1g 4 times/day please describe the patient manifestations of the reported operative infection (location local, severity mild, appearance ?, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure- (B)(6)2022 were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? :yes. Were cultures performed? If so, please provide the results. Please describe any medical intervention given for the infection including medication name and results- bioclavid what is the physician¿s opinion as to the etiology of or contributing factors to this event? A known and common complication from surgery. What is the patient's current status? Recovered. Surgeon¿s name? Dr (B)(6). Country of event?- sweden product code and lot number? Tvt exact tvtrl 3942051.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no related non-conformances were identified.